Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction and reprogramming was needed. The patient was advised to call the manufacturer from the hcp¿s office staff instead of offering an office visit. Troubleshooting, interventions, or other actions were taken to resolve the event. The patient did not experience a loss of stimulation. It was unknown how the patient was doing now.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0skvd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that yesterday and today it was still doing it and felt like something was falling out for the patient. It felt like if they had a tampon in and the tampon was falling out and that was the sensation they had. The patient¿s health care provider¿s (hcp¿s) office told them to call the manufacturer. The sensation was the same as yesterday, no better or worse, and the patient felt uncomfortable. There was no known accident or incident related to the event and the symptoms had a sudden onset. Yesterday the patient was going a lot, and it was more than previous days. The patient had an appointment with their hcp on (B)(6) 2015 and the hcp adjusted it. The stimulation and effectiveness were ok until yesterday. The patient was currently on program 1 at 1.50v and they decreased to 1.4v. The patient couldn¿t really tell if there was a difference and turned the implantable neurostimulator (ins) off. The patient had the same sensation and turned the ins back on. The patient increased to 1.50v and stimulation was comfortable. The patient had the device for frequency. The hcp was supposed to call the patient today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.